Event description:
Information was received that a smiths medical tracheostomy was tested prior to use and no leakage noted. However, upon use, the patient's vital signs began dropping, oxygen saturation was decreasing. Device was removed and replacement tube was used. A leak in the balloon was noted.

Manufacturer narrative:
Device evaluation: two (2) blue line ultra tracheostomy tubes, p/n(B)(4) l/n 3567566; were received in used condition without their original packaging visual inspection was performed and no discrepancies were found. Functional testing was performed with a syringe used to inflate the cuff of the samples and then they were submerged under water in order to verify for leaks. One sample leaked at the cuff, the other sample could not be inflated due to a strange substance that did not allow air to enter. The customer reported condition was confirmed. Probable cause is unknown.